Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient had valve surgery and was recovering at home. After two merlin.net transmissions were received in-clinic noting that the device was in backup vvi mode, the patient was checked at home. A device download was successfully performed. Interrogation revealed low, out of range high voltage lead impedance in both the rv-svc-can and rv-can configurations. A capacitor maintenance was initiated and an alert noting possible high voltage circuit damage was observed. During device upgrade an insulation anomaly was observed on the right ventricular lead. The lead was capped and replaced. The patient condition was good after the event.